Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller had switched to a different language on its own. Patient also stated that they had always been in group a, but when they got up this morning, the controller was in a completely different language and they were in group b. Patient confirmed that group b was highlighted and that stimulation was on. Patient inquired about airport security and their implant. Patient also noted their correct date of birth. During the call, agent walked the patient through changing the language back to english. Agent also walked patient through changing groups. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed information. An email was sent to device registration to fix the patients date of birth.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient does not know the cause or how/why it changed from group a to group b. When patient woke up that morning it had changed. Weight at time of event was 190 pounds.